Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a software error alarm from his insulin pump during a bolus. The customer's blood glucose level was 154 mg/dl. Standard troubleshooting was performed. The customer declined a replacement insulin pump. The product is not being returned. Nothing further was reported.